Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer met resistance while loading insulin with the syringe using multiple cartridges. The syringe needle was changed out and a cartridge was successfully loaded. Blood glucose was approximately 100 mg/dl.